Event description:
It was reported that error code 41162 (constant) was experienced.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during testing.

Manufacturer narrative:
Other, other text: the device was returned to smiths/ICU medical. Functional testing was performed, and the device failed the testing. The reported problem was repeated, duplicated, and verified in the device ehl log. The root cause was missing component material. Specifically, the dual flag was missing. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.